Manufacturer narrative:
Device display properly, no frozen screen noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s screen was frozen. The customer¿s blood glucose level was unknown. The customer also reported that rejects new batteries, sometimes no deliveries when at the office and weird scratches on screen. Customer reported that battery cap hard to get and secondary complications was neuropathy and retinopathy. The insulin pump will not be returned for analysis.